Manufacturer narrative:
No product has been returned for eval. Therefore, no conclusion can be drawn.

Event description:
Attorney alleged pt had hernia repair surgery in 2005 and a "bard mesh patch" was used. Also claims area of repair "eventually became infected" and a second surgery to "re-do the hernia repair" was required.